Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Analysis summary - (B)(4) no anomalies found, all conductors distorted, all insulators breached cut, inner tubing cut, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, all conductors distorted, proximal conductor cut, defib conductor fracture (overstress), all insulators breached cut, outer insulation breached cut and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Analysis of the device is in process; the results will be forwarded when available. Analysis summary - (B)(4) no anomalies found, all conductors distorted, all insulators breached cut, inner tubing cut, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, all conductors distorted, proximal conductor cut, defib conductor fracture (overstress), all insulators breached cut, outer insulation breached cut and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed.

Event description:
The device system was returned from a competitor with no information. Per the manufacturer's database, the patient died approximately eight months post implant of the system. Cause of death is being requested.